Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed message code "status 166" and "status 104" on the video screen. Complainant indicated that there was no pt involvement in the reported failure.